Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of teflon pad damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the teflon pad peeled back. Furthermore, olympus was informed metal was exposed and no device fragment fell into the patient. The event occurred while the doctor was performing cut and seal with the device. A ¿probe damage¿ error was displayed on the generator during the procedure. No medical or surgical intervention was provided. The device was inspected prior to use and no abnormalities were observed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to correct the device lot number. The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found to be separated from the jaw exposing metal. Approximately 40% of the teflon pad is missing and was not returned for evaluation. The suspected missing teflon pad portion measured approximately 0.294¿. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit.